Event description:
The patient was admitted for a procedure in 2008 with a 90%, slightly calcified, de novo lesion in the mid left anterior descending (lad) branch. The vessel was slightly tortuous. The lesion was pre-dilated. Then, while a 3.5 x 18mm cypher stent was being inflated at the target lesion, the balloon ruptured at 10atm. Contrast medium leakage was observed under coronary angiography and the balloon stopped inflating. Because the stent was already deployed in the lesion, post-dilation was conducted and the stent was safely implanted. There was no patient injury reported.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.